Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone15.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been in an emergency room with hyperglycemia on (B)(6), 2025. The patient's blood glucose levels reached 536 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include dehydration, stomachache and vomiting. The patient was treated with unspecified fluids and insulin shots. The patient was discharged the same day. The pod was removed and thrown away at the emergency room.